Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing dislodged from the second port (clearlink) of a clearlink system extension set resulting in a blood leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a separation between the assembly of the first y-site clearlink and the tubing was observed. There is a lack of solvent at the tubing. The solvent was not applied to the entire circumference of the tubing. There is potential low insertion of the tubing into the y-site clearlink per the tubing marks. Dimensional testing was performed on the tubing and clearlink y-site housing, and the device was found to be within product specifications. The reported condition was verified. The root cause was determined to be due to improper manual assembly due to a lack of solvent at the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.